Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 03/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: investigation revealed that the battery compartment was cracked. The returned battery cap was used to complete investigation. Initial reporter: (B)(6).